Event description:
Abbott's freestyle libre 2 is inaccurate, can't be relied on, shouldn't have been approved. I've been an insulin-dependent diabetic since 1961. The company says it's accurate within 20% of my actual blood glucose, but it frequently exceeds that 20% variance wildly. Today, for example, the libre said my blood glucose was 147 and 155, but I was actually 111 and 108, respectively. It's a good thing I didn't take insulin when I saw the false readings as I'd have gone into insulin shock. I don't know if the problem is with the reader itself or with the sensor that it reads from. The reader is a device I hold in my hand and waive over the sensor which is stuck to my upper arm.